Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had lost weight and their ins was more superficial and had rotated inside. The pocket site was uncomfortable. A revision was performed to place the device deeper and flat in the pocket. The issue was resolved at the time of the report.